Event description:
As reported: during a y90 treatment, coil was attempted to be placed through a microcatheter. Coil tested green outside of body with controller, but once placed would not deploy, red on controller. Coil was wiped with a dry gauze. Multiple controllers were opened. The coil pre-detached, so it was deployed. The coil detached in the correct location, wire helped push it to the correct spot. Case was completed with another coil. Patient is stable.

Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.